Manufacturer narrative:
The insulin pump received was received with blank display due to moisture damage on the electronics assembly. There was no constant tone alarm on the device. The insulin pump had scratches on the display window, cracked display window corner and missing end cap sticker.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 440 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they jumped into the swimming pool while wearing the insulin pump after their great granddaughter jumped in. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.